Event description:
It was reported that the patient collapsed in the lobby of a rehabilitation clinic. CPR was initiated and continued through transport to the hospital, but with no success. Patient expired. Upon interrogation the device was in backup vvi mode.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The device went into back-up vvi due to a por on (B)(4) 2012. Stored egm showed noise in rv channel, resulting in hv shock. Egms showed that device detected arrhythmia, atp was delivered but not successful. Diagnostics showed 6 charge attempts aborted due to sosd. In the lab, pc shock was performed and the charge was aborted due to hv circuit damage. The device's pacing and sensing functions tested normal. The cause of the noise and output circuit damage could not be confirmed.